Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products tsvt4b11, imp,tsv,4.1,11.5,mtx,mg lot 1257801. E1: reporter email address unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It is reported that the implants at tooth sites 46 & 44 were removed due to infection. No additional appointment required. Symptoms as a result of the event: no patient impact.